Event description:
It was reported during a bph prostate procedure, the customer reported; the 1st fiber was replaced, physicians judgment at 427 joules. The 2nd fiber exhibited significantly diminished vaporization efficiency, at 29,720 joules; fiber life kept activating. Poor vaporization; the case was completed with a 3rd fiber at 163,001 joules. Patient outcome: "ok" reported. No injury to patient reported. This report is for the 2nd fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits moderate char of detritus; the glass cap exhibits severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).